Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found a frayed pitch cable at the distal clevis hub. Frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. No other damage was found. An additional observation not reported was a broken conductor wire. The conductor wire was broken at the distal idlers. Electrical continuity testing was performed and failed. The yaw pulley showed no signs of arcing. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during the reprocessing of a fenestrated bipolar forceps instrument, broken cables were identified. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.